Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum fill notification after filling the cartridge with insulin during the load process. It ws also reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer was able to complete the load process after loading a new cartridge and infusion set. The customer's blood glucose level (bg) was 360 mg/dl. The customer indicated that would use the pump to bolus to address bg level.